Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the pacemaker was in backup mode. Pacemaker was reset to resolve the issue. There were no patient consequences.